Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2024. Additional event information: olá, boa tarde!. Tudo bem? O dispositivo, foi coletado hoje pela pinex. (Comprovante anexo). Translation activity requested.

Event description:
It was reported that the stapler did not trigger the stapling and activated the blade, thus leaving the stomach open. Another stapler was opened to perform the end of the surgery without damage to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2024. D4: batch # unknown. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 12/3/2024 d4 batch #955c58 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards, without reload present with one tyvek and several reload's open packages. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 955c58, and no non-conformances were identified. Additional event information translation request: hello, good afternoon! Is that okay? The device, was collected today by pinex.